Manufacturer narrative:
The customer's statement that the scope became blurry or defective can be confirmed. The rod lens system is broken, which explains the impairment of imaging described by the customer. Several impact marks are visible in the distal area of the optics. The distal solder seam is undamaged and intact. The shaft shows no mechanical damage. It is highly probable that the rod lens breakage was caused by the distal impact points, which resulted in a considerable impairment of the imaging. The damage found is not due to a production/manufacturing defect. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The product was first sent in for repair on (B)(6) 2025. This information is reflected in section d9. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported the scope became blurry or defective. No negative impact in state of health reported.